Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and verifying the system error 320. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to be out of specifications related to the reported event. The system error 320 was verified and the cause was determined to be a damaged lower latch switch utilizing. The lower auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Vit was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.